Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder, air/water-tube and jet-tube has foreign objects (white foreign material) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd (charged coupled device) unit and corrosion on plug unit autofocus error (the focus is not changed to near point). Also, for air/water-cylinder, air/water-tube and jet-tube has foreign objects (white foreign material) cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an autofocus error. There were no reports of patient harm.